Event description:
It was reported that during an unknown procedure, the silicon pad came off of the device. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 09/05/2007. Information anticipated, but unavailable at this time.